Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 where customer reported that the vent cap did not seal tightly and would open easily, causing fluid to leak out during infusion. There was patient involvement but no patient harm/adverse event reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however, a device history review will be conducted.

Manufacturer narrative:
Investigation summary: 07/29/2025, the complaint of a leakage can be confirmed due to the presence of fluid droplets coming out of the air vent. The probable cause is unknown without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.